Event description:
The consumer reported a false negative result with their binaxnow covid-19 ag self-test taken on (B)(6) 2025. A different brand's test (brand unknown) was taken which returned a positive result on (B)(6) 2025. The consumer was a female with symptoms of sore throat, congestion, and body aches. No additional information regarding treatment and outcome was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000784573 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-180 lot 000784573d and device part number 195-430wl/ lot 784573. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000784573 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with their binaxnow covid-19 ag self-test taken on (B)(6) 2025. A different brand's test (brand unknown) was taken which returned a positive result on (B)(6) 2025. In addition to the positive result on (B)(6), the customer reported that they tested negative with the binax (B)(6) 2025, then waited to test later in the day and received a positive result with a different brand. The consumer experienced symptoms of sore throat, congestion, and body aches. No additional information regarding treatment and outcome was provided.

Manufacturer narrative:
Correction: b5. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with their binaxnow covid-19 ag self-test taken on (B)(6) 2025. A different brand's test (brand unknown) was taken which returned a positive result on (B)(6) 2025. In addition to the positive result on (B)(6), the customer reported that they tested negative with the binax (B)(6) 2025, then waited to test later in the day and received a positive result with a different brand. The consumer experienced symptoms of sore throat, congestion, and body aches. No additional information regarding treatment and outcome was provided.